Event description:
Customer reported receiving a box of test strips from cvs pharmacy that appeared to be tampered. Customer further reported she was advised by the cvs pharmacist not to use the test strips and she therefore did not test her blood glucose. Customer reported experiencing symptoms described as "felt sleepy, shaky and had cold sweat" and additionally reported suffering a loss of consciousness. Customer's mother treated her with "orange juice and a tablet to increase (her) blood glucose". Paramedics were called and upon their arrival, customer was reportedly diagnosed with hypoglycemia and administered unspecified medication via intravenous infusion for her "low blood sugar". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.